Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 140 mg/dl. Assisted the customer with performing a fixed prime and insulin did exit. The customer states that the cannula is bent. Advised customer to return the set for analysis and to change the entire infusion set. Nothing further reported.